Event description:
It was reported to philips that the device's etc02 states that it is disconnected, although all connections are properly made. There was no reported patient involvement/adverse patient impact.